Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that the pump indicated a data log corruption and the pump time was incorrect. Customer¿s blood glucose level was in the 300's (mg/dl). Reportedly, the customer loaded a new cartridge and continued using the pump for insulin therapy.